Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported customer has seen a 50% increase in dvt's in their patients with PICC lines. Additional information received 11/17/2022: clinician stated after further review dvt rates were not 50%, actually closer to 10% and most patients had covid. The exact number of patients involved in this event has not been reported at this time.